Manufacturer narrative:
No product samples, images, or videos were returned for evaluation. A device history record (DHR) review could not be conducted because a lot number was not identified. D9 - date returned to mfg should be blank (not 14-july-2021) as no device was received corresponding to this specific emdr. Due to a software limitation, this field cannot be edited/updated on this emdr record.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred at 9:00 am and involved a 5" (13 cm) bag spike adapter w/spiros® w/red cap, vented cap that was reported to have visual lateral leakage of adriamycin (or other chemotherapy agent) through the housing of the spiros connector during patient use. There was patient involvement and no human harm. This report captures the second of four events reported.